Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the seal that holds in the reservoir in the insulin pump was broken and plastic was missing. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir does not lock in place anymore the whole reservoir lip was broken off. The insulin pump will be returned for analysis.